Event description:
Expected infusion time was reportedly seven (7) days, however, the end time was reported at approximately five (5) days (i.e. Infusion began at 17:00; ended five days later). Symptoms exhibited were: nausea, vomiting, lack of appetite, fatigue and weakness. The patient was given antiemetic, fluid for treatment / intervention with no dissipation of symptoms; patient continued to present with the symptoms as indicated above.

Manufacturer narrative:
I-flow is currently performing a flow rate accuracy test on the actual device involved in this incident. I-flow will submit a follow-up report when the test is complete.